Event description:
It was reported that this patient was admitted to the hospital for a device upgrade. Prior to the procedure, it was noted that the right atrial (ra) and this right ventricular (rv) lead was programmed to unipolar configuration. The atrial lead was reprogrammed to bipolar configuration and an impedance test produced a measurement greater than 3000 ohms. Due to the dependency of the patient, this rv lead was not reprogrammed to bipolar to ascertain bipolar lead impedance measurements. Fluoroscopy during venogram appeared to show evidence of subclavian crush on both the ra and rv leads. These leads were explanted and successfully replaced in addition to a new left ventricular (lv) coronary sinus (cs) lead for the upgraded system. The explanted leads will not be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.